Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increased and high pace/sense impedance values, oversensing of high rate non-sustained episodes on presenting and recorded episodes and a possible fracture. The lead was reprogrammed and two days later it was capped and replaced. No patient complications have been reported as a result of this event.